Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the 8mm cadiere forceps instrument exhibited metal chips on the jaw. No fragments fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the cadiere forceps instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.